Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that slow flow occurred while using a one link extension set with a blood collection device. It is unknown whether or not this event involved a patient, though there was no patient injury or medical intervention reported to be in association with this event. No additional information is available.